Manufacturer narrative:
Date of event is best guess.

Event description:
According to the complaint, blood sprayed uncontrollably out from the syringe. The user (a nurse) was not in contact with blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.

Manufacturer narrative:
Besides the fact that the investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production, the implemented production changes are: extension of 100% visual inspection to cover all products on the affected production line. Changes on the labeling station: rotation angle: rotation of cylinder during labelling process. Velocity: speed of cylinder's rotation during labelling process. Dispenser speed: speed of feeding label during labelling process.